Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: all of the buttons on the keypad were intermittently responsive and sticking and required multiple button presses to become engaged. There was no visible damage to the keypad. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the keypad complaint, the text on the display screen was dim and discolored. The contrast setting was increased to the maximum with little improvement observed. Also unrelated, the bolus button cover had a hole in it, but was still functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.